Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
--

Event description:
Additional information was received indicating high out of range measurements continued to be observed. Troubleshooting found measurements were out of range when using the proximal coil in the shocking vector. The distal coil to can vector yielded acceptable measurements. The shocking vector was reprogrammed and defibrillation threshold (dft) tests were planned for a later date. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. A remote interrogation was planned to review subsequent measurements. No adverse patient effects were reported.